Manufacturer narrative:
Batch review performed on 14 july 2021: lot 141801: (B)(4) items manufactured and released on 22-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event since 01-jan-2017.

Event description:
5 years and 3 months after primary revision surgery for liner fixation screw unscrewing. Liner revised successfully.